Manufacturer narrative:
It was confirmed through additional communication with the reporter that there was no patient involvement during the reported malfunction. The device logs were provided to technical support for evaluation. The log file review confirmed the reported malfunction. The customer was advised to replace the inspiration valve to resolve the reported malfunction. A warranty replacement was initiated to the customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
It was reported that the circuit test failed on the device. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.